Event description:
Customer reported obtaining erroneously low modular glucose (glucm) which were generated from synchron lx20 pro system for two patients. The customer noted poor precision while troubleshooting of this issue with the customer technical specialist (cts) guidance over the phone. Upon review of the instrument printouts provided by the customer, it was noted that one patient generated glucm results of 89 mg/dl and a critical rerun of 108 mg/dl. Reruns on a different lx20 instrument generated results of 83 and 87 mg/dl for glucm which was reported out of the lab. The customer did not provide any test printouts for the second patient after beckman coulter made multiple requests. Erroneous results were not reported out of the lab and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and noticed a loose fitting 3-way valve for the modular chemistry (mc) glucose syringe. Fse tightened the loose valve and all testing specifications for glucose passed.